Event description:
It was reported that during a rectum procedure, the device would not turn tightly. One day after the operation, blood was found in the drainage tube and three days after the operation, staples were found in the tube. One week after the operation, a rectum fistulization was done.